Event description:
It was reported that the customer was experiencing low blood glucose for the past four days. The mother stated that his blood glucose was 65mg/dl, and the paramedics were called and took him to the hospital. Troubleshooting was performed. The mother stated that the settings on his insulin pump were correct. The reservoir was showing the same amount of insulin as shown on the status screen. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.